Manufacturer narrative:
This report is submitted on august 03, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin issues at the abutment site and subsequently was treated with antibiotics (type and date not reported) in (B)(6) 2018. Following treatment, the patient's symptoms had reportedly resolved.